Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The pharmacist at the clinic, reported the following event : "patient implanted with a gamma nail in emergency with dr (B)(6). During reaming in order to create the passage to place the proximal screw, the drill fractured into the bone. According to the doctor, it is not the only event on this type of drills. A fragment of drill was left at the proximal screws' place. It would be more hazardous to remove it than to leave it. Patient was closed this way, with the drill fragment into the bone.

Manufacturer narrative:
The reported event that drill, ao small gamma3® ø4.2x300mm was alleged of issue (instruments - drill - broken) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the risk management file and complaint history review, some of the possible causes are: handling failure, mechanical overstressing etc. As per risk management file, in most cases breakage of a drill does not cause bigger problems because the fragments are easy removable and no significant soft tissue damage would occur. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The pharmacist at the clinic, reported the following event : "patient implanted with a gamma nail in emergency with dr s. During reaming in order to create the passage to place the proximal screw, the drill fractured into the bone. According to the doctor, it is not the only event on this type of drills. A fragment of drill was left at the proximal screws' place. It would be more hazardous to remove it than to leave it. Patient was closed this way, with the drill fragment into the bone.